Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call, the insulin pump had alarmed motor error last night before going to bed while trying to give treat with a bolus. The customer's blood glucose was 555 mg/dl. Customer stated the device administered what looked like two units. He changed out the tubing but kept the site. Troubleshooting was performed and the device passed the displacement test and was able to complete the rewind sequence. Customer stated his blood glucose was 479 mg/dl at the time of the alarm and the week prior it was 555 mg/dl. Blood glucose was coming down currently it was 379 mg/dl. The customer is going to monitor the device.